Event description:
It was reported that the non-sustained ventricular oversensing episodes due to intermittent undersensing were observed. Programming changes were made. There were no adverse health consequences, the patient was stable.